Event description:
Concerned that "alternative medicine group" is not aware or is in "denial" of latex allergies. They have included a latex tube in the kit and offer no alternative for latex allergy sufferers.